Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). The thread has broke (snapped) inside the cassette.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received one open and used cassette with the date of cassette's opening written 31.07.2015. The reception of the cassette was on 26.11.2015, so the suture was used within 4 months period after opening, which is correct. Thread in the cassette received breaks easily, the thread is degraded. Thread degrades by hydrolysis because of air humidity. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Tightness test to the cassette received has been performed and the cassette is tight. Checked the welding area and no defects have been found. Stability tests performed guarantee product properties within 4 month after opening the cassette. Remarks: as indicated on the cassette label: "knot the remaining thread and replace the cap after each use". Final conclusion: complaint is justified. Taking into account that the thread of the cassette received does not fulfill the OEM requirements. Corrective/preventive actions: according to the internal procedures, corrective or preventive actions has been implemented through OEM.